Event description:
No additional information

Manufacturer narrative:
Investigation results: our quality engineer inspected the 11 pictures and 2 sample trays submitted for evaluation. The reported issue of foreign matter - black fibers was not confirmed upon inspection of the samples. Analysis of the sample showed that fibers were not detected. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. However, a retraining of manufacturing personnel was performed to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd syringe 50cc ll tip convenience pak had foreign matter. It was reported by customer that the cardboard debris was observed in the tray, a brown substance was observed in the plunger of a syringe and a foreign dark fiber was observed in the tray. Verbatim: rcc received a complaint via email. Cardboard debris was observed in the tray. Cardboard debris was observed in the tray. A brown substance was observed in the plunger of a syringe. Note: a picture could not be taken because the syringe was rejected during filling. Cardboard debris was observed in the tray. Cardboard debris was observed in the tray. A foreign dark fiber was observed in the tray. Cardboard debris was observed in the tray. Cardboard debris was observed embedded in a syringe plunger. Cardboard debris was observed embedded in a syringe plunger. A hair was observed in the tray. Cardboard debris was observed in the tray. Note: a picture could not be taken because the tray was discarded. Item number - 309680. Lot number - 4037356, 4037358, 4037362.